Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and low pacing impedance. The ra lead was explanted and replaced. The patient condition was not known.

Manufacturer narrative:
The reported events of low pacing impedance and noise were confirmed. A complete lead was returned in one piece. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy.